Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects in the nozzle and bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: - initial report awareness date should be january 30, 2024 (date reportable malfunction was found). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material adhered in nozzle and bending section cover could not be determined since whether there was deviation from instructions for use in reprocessing steps for the area foreign material remained or not was unknown, and no physical damage of the device was confirmed at where the foreign material was remained. The event can be detected and prevented by following the instructions for use which state: instructions for use states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif-q150 reprocessing manual chapter cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.